Event description:
It was reported that after a break down of mains supply the display of the incubator was freezed and the keyboard could not be activated, heater inactive (no alarm). After switching off and on, the device behaved as specified. The reported symptom could not be reproduced.